Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead recorded a signal artifact monitoring (sam) event where the minute ventilation (mv) termination algorithm was activated. The sam was disabled. There were no other noise episodes after the alert. The device worked as expected. The ICD and the rv lead remain in service. No adverse patient effects were reported.